Event description:
Add'l info rec'd from MFR 11/15/01: the actual sample was visually examined with no defects noted. The catheter balloon was inflated with 10cc of air and submerged in water where air was observed to be leaking from the drainage funnel. The catheter was dissected and microscopically examined and a pinhole was found on the rubberize layer of the drain lumen 8/32" from the bifurcation. The exact root cause of the pinhole was not determined. No add'l info used in the investigation of the reported event. Device was discarded after the evaluation.

Event description:
A catheter (silastic 20 fr) was placed during a urological procedure. At insertion the catheter balloon was tested. It inflated and held. Several hrs later the foley deflated and fell out. The pt was returned to o.r. And the foley replaced.